Event description:
The patient underwent mitral valve replacement surgery due to symptomatic regurgitation. An annuloplasty ring was implanted but once off bypass, significant systolic anterior motion of the anterior leaflet was identified which caused persistent mitral regurgitation. After extensive repair efforts, the decision was made to replace the valve. The patient's post-op course was complicated by plural effusions, a small atraumatic subdural hematoma which was allowed to be resorbed without evacuation, and a bleeding duodenal ulcer; therefore, the patient was not anticoagulated. Recently the patient presented with dyspnea on exertion and baseline shortness of breath. An echo was performed and demonstrated significant mitral stenosis, moderate mitral regurgitation, a mean gradient of 18 mmhg and a peak gradient of 38 mmhg. The biological leaflets were seen to be thickened with reduced excursion and severe stenosis. The patient underwent re-do mitral valve replacement surgery. The sjm mitral valve was removed and replaced with another manufacturer's valve. The patient is reported to be in stable condition.